Event description:
The patient rec'd emergency room treatment for elevated blood glucose levels. The pt's wife also reported that the pump exhibited a damaged screen and was emitting audible alarms.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed that the pump was in poor condition. The pump exhibited damage to the display screen consistent with an impact, a crack in the pump case, damaged motor mounts, and a damaged audio bolus button. The pt's wife reported that the pump was emitting audible alarms. The pump history confirms that the pump functioned properly by emitting occlusion alarms to alert the user that insulin delivery was interrupted.